Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3550-29, lot# n141220, implanted: 2008 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that it "made a total mess out of her arm" and disabled her hand further. It was noted that her hand was completely disabled now.

Event description:
It was reported that the stimulator helped the patient for the first 6 months, and then it stopped helping with complex regional pain syndrome (crps) pain. It started causing immense pain and the patient was afraid it was going to cause her serious damage. It was noted that the patient had reflex sympathetic dystrophy in her entire right arm. The patient stated that she tried for four years to make the thing work and all it did was severely damage her hand. The patient noticed it affecting her hand ¿almost immediately¿ and clarified that she noticed the problem with her hand 6 months after implant. The health care professional stated it was the patient¿s fault for not using her hand. The patient noted that she lived alone and had to use her right hand, which was her dominant hand. After two years of having the device, the patient was sent for a permanent total disability. The patient noted that her right hand was in really bad shape. The patient had adjustments of the therapy 6 months after implant and every time they adjusted, it caused more pain. The patient noted that at one adjustment, she wanted to cry thinking how painful it was and it would bring on horrible flare ups. The patient noted that she thought it did ¿more damage than good¿ and that it aggravated the nerves. It kept affecting her hand further and further. It was noted that the device was explanted about 6 months prior to the report, in (B)(6) 2014. The patient thought it now stopped doing any further damage to her hand in the past 6 months. The patient noted that it took the swelling which was the plus. The patient stated that if the therapy did anything, it increased her pain.